Event description:
Customer stated that a bravo capsule failed to attach. The plunger didn't make a click and allow them to attach the capsule. No injury was caused to a patient.

Manufacturer narrative:
No pt injury has occurred following this incident. The product already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.